Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. A surgical revision was performed, and after attaching a new lead to the previous device, intermittent shock impedance measurements of greater than 200 ohms were still observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.